Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the reported post operative complication. As reported the surgeon told the patient a possible cause of the infection is a stitch that had remained in the patient's body. The IFU for ventalight st was reviewed. The warning section addressed infection stating "the device is supplied sterile. Inspect the packaging to be sure it is intact and undamaged prior to use" and "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Additionally, infection is listed in the adverse reaction section as a known possible complication. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following allegation was reported to davol by the patient: it was reported to davol by the patient, that he was implanted with a bard/davol ventralight st mesh during a repair procedure performed on (B)(6) 2014. Ten days after the implant procedure, the patient visited his surgeon for removal of surgical stitches. During this office procedure, the patient commented on swelling and a lump at the hernia incision location which was determined by his doctor to be normal swelling. The patient reports discharge and swelling worsened after stitches were removed. The patient reports that he returned to his surgeon and the surgical site was slightly reopened and cultured. He reports being given penicillin, and his symptoms did not improve. Reportedly, the cultures taken revealed a penicillin resistant bacterial infection. The patient was then prescribed cipro and reports some improvement. The patient reports that on (B)(6) 2015 he underwent exploratory surgery and that a stitch that had been left behind was removed. The patient stated his surgeon believed the stitch that had remained in the body was the cause of the infection, but could not be certain. The patient reports that the mesh remains implanted.